Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip movement and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve. Grasping was performed and noted to be difficult due to the leaflet pathology. Additionally, after the grippers were dropped and closed, the posterior leaflet would come out of the clip. The leaflets were able to be grasped and it decided that there was sufficient leaflet insertion. After deployment, clip mobility was noted. A second cds was advanced. During grasping, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The second clip was deployed, stabilizing the slda clip with a good tissue bridge. Imaging was noted to be difficult during the case. Two clips deployed reducing mr to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported failure to adhere or bond (difficulty capturing/grasping the leaflet and partial clip movement) and the single leaflet device attachment (slda) appear to be due to a combination of patient morphology/pathology and user technique/procedural circumstances. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.